Event description:
It was reported that the insulin pump had been dropped in water a week prior and seemed to be rejecting new batteries. The blood glucose reading was 12.4 mmol/l. The caller stated that use of the insulin pump had been discontinued and reverted back to manual injections for treatment. The caller advised that a call back would be made to return the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.